Event description:
It was reported that the user experienced elevated blood glucose readings after increased carbohydrate intake, with some snacks not announced, and the ilet system delivered automated corrections that returned glucose to range. Symptoms included hyperglycemia. Outcomes included no injury, no alerts or alarms, and no hospitalization. Investigation included a review of device data and therapy reports confirming appropriate automated correction and glucose recovery. Investigation of this case revealed no device malfunction and performance consistent with design, with user meal behavior likely contributing to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.